Event description:
Plaintiff, alleges suffering severe and permanent bodily injuries, pain and suffering which will continue for an indefinite time. Plaintiff further alleges numerous injuries, including but not limited to, asthma, syncope, rhinitis, respiratory problems, hives, contact dermatitis, extreme discomfort, depression and emotional distress, and resulting in substantial loss of earnings and earning capacity. Plaintiff's wife alleges loss of consortium.